Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. A review of device memory found the device recorded a code 1007 for charge time exceeded on 22-august-2019; elective replacement indicator (eri) and end of life (eol) battery statuses were declared on the same date. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the high programmed outputs of 3.5v on the right ventricular (rv) lead and 4.0v on the left ventricular (lv) lead and 500 shocks delivered over the life of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range based on therapy usage. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The battery voltage had decreased due to therapy usage, resulting in the code 1007.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. Interrogation revealed the device battery had depleted. Premature battery depletion was suspected, as the device had only been implanted for five months. The device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. Interrogation revealed the device battery had depleted. Premature battery depletion was suspected, as the device had only been implanted for five months. The device was explanted and replaced the following day. No additional adverse patient effects were reported.